Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds were high. It was determined that due to the limited number of vectors that could be used for lv pacing, reprogramming was not performed. The lv lead remains in use. No patient complications have been reported as a result of this event.